Event description:
Seven days post index procedure the patient complained of chest pain. Cag was conducted and the cypher stent implanted at the first diagonal was totally occluded with thrombus. Therefore, poba was conducted with a balloon (1.5mm; length : unk) then ivus was conducted and then kissing balloon was conducted at the first diagonal and mid lad and the procedure was finished. Physician's comment: the profitable cause of the thrombotic event was the implanted stent was under dilated. The procedure was an emergent case due to an acute mycordial infarction. The target lesion were at mid lad and first diagonal branch. Both lesions were de novo, birfurcated and thrombus lesions. Classified as type b1. At the mid lad the lesion length was 15mm and vessel diameter was 2.8mm. At the first diagonal branch the lesion length was 14mm and vessel diameter was 2.4mm. Pre-dilation at the mid lad wad conducted with a 2.5x20mm balloon at 10 atms for 27 seconds. Followed by deployment of a 2.5x18mm cypher des at 16atms for 30 seconds. At the first diagonal branch, pre-dilation was conducted with a 2.5x20mm balloon at 10atms for 30 seconds. Followed by deployment of a 2.5x18mm cypher des at 14 atms for 30 seconds by culotte setting. Post dilation was conducted by the kbt method with a 4.0x10mm balloon at 6atms for 30 seconds in the mid lad and using a 2.5x18mm balloon at 8 atms for 30 seconds at first diagonal .ivus was conducted. Timi flow pre and post procedure was 0 and ii at the mid lad. Ii and iii at the first diagonal . The residual % of stenosis after the procedure was 0% for both lesions. Act was measeured.